Event description:
Customer reported that a css console exhibited several brief "low cardiac output" alarm episodes on post operative day one while supporting a pt implanted with the cardiowest temporary total artificial heart (tah-t). The episodes were brief and self-limiting. On post operative day two, another brief "low cardiac output" alarm episode occurred and was resolved by repositioning the pt. It was discovered by the clinical radiology team that a PICC line inserted in the pt's neck was possibly interfering with the tah-t right inflow valve. The line was retracted and there have been no other "low cardiac output" alarms or clinical episodes observed. The customer reported that there was no adverse impact on the pt.

Manufacturer narrative:
The information provided by the customer indicates that the reported issue was most likely related to the PICC line interfering with the tah-t. There was no device malfunction, the tah-t and css console operated as intended, and the customer reported that there was no adverse impact on the pt. The potential for this event to occur is addressed in the tah-t directions for use, at section 4.0, warnings, as follows: "...do not allow any catheter to get near the inflow valves of the cardiowest tah-t. If a catheter gets into an inflow valve, the valve could become stuck, limiting flow. Confirm by x-ray after catheter insertion. A percutaneously inserted central catheter may migrate into the inflow valve when the pt raises his/her arm." The system alarmed as intended to notify the clinical operator of a pt condition that required action. Based on the effective alarm, the clinician was able to identify and resolve the cause as a PICC line interference. This issue will be monitored to determine if it exhibits an upward trend. Syncardia has completed its evaluation of this complaint and is closing this file.